Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of stenosis was confirmed and regurgitation was visually confirmed. The x-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Calcification and host tissue restricted the leaflets mobility and led to stenosis. Leaflet 1 had a 3mm tear along commissure 1. Leaflet 2 had two tears of 3mm along commissure 2, and 4mm along commissure 3. Leaflet 3 had three tears of 3mm near commissure 3, 2mm on the cusp near commissure 3, and 5mm along commissure 1. Calcification was evident near all tear regions. A gap was observed on the central coaptation region due to leaflet tears, which likely contributed to the reported regurgitation. The sewing ring was cut around leaflet 2, and exposed the wireform at the inflow aspect. The wireform was also exposed on the side of the valve near commissure 1. Hematomas were observed on the outflow aspect of leaflets 2 and 3. Thrombus-like material was observed on the outflow aspect of leaflet 3. It has been determined that the root cause of this event was due to calcification. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. This event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device has not been returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 3000 25mm aortic valve, implanted for 14 years and nine (9) months, was explanted due to aortic stenosis and regurgitation. The explanted device was replaced with a 11500a 25mm inspiris resilia valve. No other details provided.